Manufacturer narrative:
A visual examination of the complaint device revealed the device to be without issue. No holes were noted in the tubing. A functional evaluation was preformed by attempting to pass a guidewire through the delivery system. The guidewire would not pass through the barbed connector. The device was disassembled by cutting off the outer ring and removing the thermoformed tubing and c-flex tubing from the barbed connector. The barbed connector was pin gauged and it was found to be partially occluded. The inner diameter would only accept a .029" pin gauge; specification is .036" to .040". Microscopic examination of the ID of the barbed connector cannula revealed a clear substance to have formed a ring around the inner wall of the cannula. The inner ring was removed from the connector and it was noted that adhesive was visible on the end of the threaded end of the connector and on the first 5 threads. The condition of the returned unit was consistent with the complaint incident that the guidewire supplied with the kit would not pass through the device. Visual examination of the barbed connector found it to be partially occluded with adhesive. The adhesive is placed on the barbed connector during the manufacturing assembly process, therefore the most probable root cause is manufacturing. An investigation is ongoing related to this issue. A review of the device history record was performed for lot 14054802 and revealed no issues related to this complaint

Manufacturer narrative:
The exact age of the patient is unknown however, over 18 years old. (B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-00971 for the other associated device information. It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure there was a hole in the soft plastic portion of the tubing which caused the guidewire from being passed through. The guidwire poked out of the hole. The procedure was completed with a new endovive standard peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-00971 for the other associated device information. It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure there was a hole in the soft plastic portion of the tubing which caused the guidewire from being passed through. The guidwire poked out of the hole. The procedure was completed with a new endovive standard peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.